Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon and there were removal difficulties. The 90% stenosed target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). An unspecified stent was deployed in the proximal to mid rca. A promus element stent delivery system (sds) of unspecified size was then advanced to the proximal rca with the intention of deploying the stent on the proximal edge of the previously placed stent to the ostium of the rca. There was strong resistance while delivering the sds, and it was eventually able to cross the lesion, however it was advanced beyond the intended location and into the previously deployed stent. While the promus element sds was being pulled back into position, resistance was encountered and the stent moved on the balloon. The promus element delivery balloon was inflated, deploying the proximal portion of the stent. Another balloon catheter was then advanced and inflated, dilating the distal portion of the promus element stent, which was overlapping the previously deployed stent. The procedure was completed with the deployment of a third unspecified stent which covered the remaining portion of the proximal lesion with a good outcome. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).